Manufacturer narrative:
One level 1® hotline® low flow system was received with a cracked enclosure near the drain fitting, wear and tear damage to the block assembly, line cord, front cover and tank cover. The interlock block was also stripped. The tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. The reported leaking from reservoir issue was able to be duplicated. The issue was caused by a crack in the enclosure near the drain fitting. The enclosure was replaced to resolve the issue.

Event description:
Information was received indicating that the reservoir to a smiths medical level 1® hotline® low flow system was observed to be leaking. There were no reported adverse effects.